Event description:
It was reported by the aci clinical specialist that a male pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unk). Peri-procedure, the pt was anti-coagulated with 2,500 units of heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. The staff noted that the vessel was "highly" calcified. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped, inserted into the procedural sheath and the balloon was inflated. The balloon lost pressure in between the first and second stop. The device was removed and the pt was converted to 20 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not retuned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the staff noted that the vessel was "highly" calcified. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.